Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was noted that the implantable pulse generator (ipg) had a "pacing problem" and it was suspected that the right ventricular (rv) lead exhibited oversensing. The device was reprogrammed and remains in use. The rv lead remains in use. No further patient complications have been reported as a result of this event.